Event description:
The hospital reported that there have been approximately eight occurrences where during a coronary artery bypass graft surgery, the stabilizers' plastic piece with the maquet logo popped out. It is unknown where the log popped out to or how the procedure was completed, but they all used the same device to complete the procedure. The hospital cannot report the lot numbers, dates of occurrences, names of surgeons, etc. So all occurrences were grouped together as a general statement in this one case. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedures, the hospital discarded the products. (B)(4).